Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defective event was caused by stress from use, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: inspection method for the suggested event is described in the operation manual chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex deflectable videoscope exhibited that the adhesive was peeling from the tip of the objective lens. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found: that the adhesive on the bending section cover had a chip, the bending section cover, the switch 1, the protector of the video cable section, all had a scratch, the switch 1 had discoloration, the video connector was deformed, and due to wear of angle wire, bending angle in the up direction did not meet the standard value. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.